Event description:
The customer reported that the system's left monitor went dim during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation and was unable to duplicate the reported problem. The monitor connections were cleaned and reseated. The system was tested and found to be working as intended and put back into service.